Manufacturer narrative:
The baxter product analysis lab received one used set into the lab for evaluation. Visually inspected the set and noted that both of the occluder feet were broken off at the feet. Functionally tested the set and noted no external leaks of the set, however, a leak through the set was confirmed due to the broken occluder feet.

Event description:
International affiliate reports a customer has identified a fault in the closure of the product. During evaluation it was found that the transfer set had broken occluder feet which led to the difficulty in the closure product. No patient injury or medical intervention was associated with this incident.